Event description:
Health care professional reports a venous header leak during reprocessing of the dialyzer on renatron health care professional reports no crack noted on the header, however, the health care professional did not inspect for cracks health care professional reports reuse #(17) of dialyzer. Health care professional reports no pt injury.